Event description:
Swan ganz was inserted in patient on 4/3/93. The catheter malfunctioned on 4/4/93; i.e., balloon fractured. Catheter was removed and sent to csp. Materiel management was contacted and sales representative. The incident had no apparent serious adverse effect on patient.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.